Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was hospitalized for elevated blood glucose (bg) levels of over 1,000 (mg/dl) on (B)(6) 2016. Customer was treated with intravenous insulin during the hospitalization. Reportedly, contact stated that the hospitalization was due to the pump; however, no additional information was provided. Customer indicated that they have reverted to insulin injections for diabetes management and will remain on injections for 3 months. Multiple attempts were made by tandem's technical support to obtain additional information and perform troubleshooting for the pump; however, no additional information regarding this event was provided.